Event description:
Letter from attorney alleges: "pt's stimulator was defective and failed. As a result the pt suffered severe pains and undergone several additional medical procedures including surgery."